Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The 2.0x8 mm mini trek balloon was being used for predilatation; however, leaking was observed at the guidewire exit port. The balloon was exchanged for another mini trek balloon that was used without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.